Manufacturer narrative:
The pump was investigated upon return per (B)(4). Based on the results of the investigation, it was concluded that the bearings of the pump were affected by the presence of blood within the bearings. The cause for this is not known, however, it is possible that the pump was damaged during shipping/transport/priming. It is also possible that the shaft of the pump was wobbling due to small cracks which were evidenced in the plastic base, which could have led to leaking into the bearing area.

Event description:
Per customer complaint report, the flopump evidenced an unusual noise and lack of minimal rotation and required replacement during procedure. The customer complaint was received by ibc on (B)(6) 2016.